Manufacturer narrative:
(B)(4). Per the service report (B)(4), the control board and drive belts were replaced. The device was functionally tested per the service protocol. (B)(4).

Event description:
On (B)(6) 2011 at the (B)(6), it was reported that the rpm 20-30 single roller pump module with serial number (B)(4) was running/pumping even when the flow was turned to zero. (B)(4).